Event description:
Front right wheel that swivels broke and caused him to fall on his left side. The metal rod that goes across the front also broke, fell off because the welds broke. This happened late saturday afternoon. He has an appointment with doctor this week because he has pain in his left shoulder now. He purchased the rollator in spring of 2012 from a company in (B)(4). He doesn't remember name but is stopping by there tomorrow. He will have the company contact us or he will call back. His doctor has recommended he get a heavier duty rollator. Most of the serial numbers are faded. He can read (B)(4) (??). Date produced on rollator is 11/20/2011. (B)(4) received vm from (B)(6) (end user) and the company he bought it from, (B)(4) is out of business. The business owner he spoke to next door said they have been out of business for 2 or 3 years.

Event description:
Supplemental report to revise manufacturer name.